Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the touchscreen keeps freezing. A functional test was performed by authorized philips service personnel, and the touch function was found to be limited. The issue was determined to be an error in the display video cable; the cable was replaced. It is unknown at the time of this report, if the screen completely froze or if it was just the touch function. Additional information has been requested. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.